Event description:
Pt undergoing laparoscopic retro pubic bladder neck suspension. During the procedure the surgeon started to use an ethicon scissor. He stated the scissor was dull and caused extra bleeding. Another instrument was used to control the bleeding.